Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and failed back syndrome ¿ other. The patient reported that she had trouble getting coupling boxes sometime last year in the fall (2016). The patient reported that once she put scotch tape on the spot where she got 6 boxes but was still having trouble keeping it in the right spot. Additional information was received from the patient on 2017-07-14. The patient reported that the coupling issue was resolved for now. No further complications were reported.